Event description:
Foley was inserted without issue. It was later noted they foley was not draining urine from bladder. When there was attempt to deflate balloon and remove foley, the balloon would not deflate. Foley had to be cut to remove it from patient. There was no harm to the patient.